Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an event involving failure of the bedside to alarm for a pacing loss of capture issue on (B)(6) 2018. The patient related event is captured in a separate complaint involving the central monitor. There was no separate adverse event against the bedside monitor.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.